Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The device history record shows this lot of va ¿ lcp olecranon plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the variable angle locking compression olecranon plate broke during initial application to the patient. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (brand name 7mm/3.5mm ti va-lcp olecranon pl 2h/lt/90mm, part number 04.107.302, lot number 9959360). The subject device was returned with the complaint condition stating that the plate broke (lot number 7879003) intraopertively. A photograph of the device was provided to synthes and review of the photograph confirmed the reported event. On 1 november 16, 2016 synthes received an intact 7mm/3.5mm ti va-lcp olecranon pl 2h/lt/90mm with the different lot no. 9959360. Although requests for additional information were made, a response was not received. The received va-lcp olecr plate is intact and in correct shape; nothing is broken. The plate shows slight marks and discoloration. The threads for the locking screws are worn or even damaged. All described damage was caused post-manufacturing as the anodized color has disappeared in damaged areas. The DHR reviews show that both device lot numbers met the specifications at the time of manufacturing and distributing and there were no issues that would contribute to this complaint condition. No manufacturing related issues that would have contributed to this complaint were found. The product leaflet ¿important information¿ refers at point 3 to the bending of implants: ¿correct handling of the implant is extremely important. If the shape of the implant must be altered, the device should not be bent sharply, bent backwards, notched, or scratched. Such manipulations, in addition to all other improper handling or use, can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail.¿ a different plate as the previously reported was received for investigation; the received va-lcp olecr plate is intact and in correct shape; nothing is broken. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The corrected lot number #7879003 replaces the incorrect lot number #9959360 (intact plate). The broken plate #7879003, was not physically send back and therefore, the lot number refers back to the original medwatch submitted jul 15, 2016. Retract manufacturing investigation, the plate was not returned or evaluated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A DHR was corrected upon received lot and part number: device history records review was conducted. The report indicates that the: part: 04.107.302 / lot: 9959360; original part mfg. Date: 05-april-2016, (B)(4); part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance with one ncr generated: the raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.